Event description:
An intra-aortic balloon pump would not augment. The pt was transferred to another intra-aortic balloon pump without further incident. There were no pt complications involved. The balloon pump was evaluated at the user facility by a service technician. It was indicated the dome assembly contained too much air and was not adequately charged prior to use. Co's routine maintenance schedule addresses this issue and states to recharge the safety dome before connecting the console to the pt's catheter tubing. Co believes appropriate maintenance of this device could have prevented ths event and does not attribute it to the device.